Event description:
The MFR was notified that a 49 yr old female pt underwent a double valve replacement in 1994. The following yr, the pt was reoperated for clotting due to inadequate anticoagulation. In 1997, the mitral valve was replaced due to clotting resulting from a viral infection. The mitral valve was again replaced in 1999 due to clotting.